Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device seals were both intact. The top case cracked by the left front bottom corner. No visible contamination. The device history report showed 1. Primary audible alarm bgnd test found in device ehl. 2. Acu watchdog failure found in ehl as sympathy alarm to primary alarm. Unable to down load history log (fail to save history /event data to database error) the device was tested using the power up and performed infusion / occlusion test. During testing they were unable to duplicate reported problem. Interconnect flex cable was connected to the main board and glue was intact on j9 connector . The cause of the issue was unknown. According to trouble shooting chart page # 55 on mf4000 service manual doc# (B)(4) background self-test sensed no current flowing in the primary speaker. The root cause was unable to determine. No external damage or contamination to interconnect board or speaker. Glue was intact on inter connect flex cable j9 connector. The tech was replaced speaker as preventive measure. Power up process and all the functional tests passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the primary audible background test system failure, acu watchdog failure. No patient injury reported.